Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the devices were inspected before use. A misload occurred during loading, however the valve was attempted to be used for implant. A pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's bicuspid aortic valve.  Upon first deployment attempt, an infold was seen when the valve was at an implant depth of 3mm. The valve was recaptured and redeployed, however the infold was still present. The valve and delivery catheter system (dcs) were removed from the patient and replaced. A procedural delay of 5 minutes occurred. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012054718); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the misload was identified via fluoroscopic inspection. The identified issue was frame node overlap to the 4th node. A new valve and new dcs were used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Third paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the devices were inspected before use. A misload occurred during loading, however the valve was attempted to be used for implant. A pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's bicuspid aortic valve.  Upon first deployment attempt, an infold was seen when the valve was at an implant depth of 3mm. The valve was recaptured and redeployed, however the infold was still present. The valve and delivery catheter system (dcs) were removed from the patient and replaced. A procedural delay of 5 minutes occurred. No adverse patient effects were reported. Additional information was received that the misload was identified via fluoroscopic inspection. The identified issue was frame node overlap to the 4th node. A new valve and new dcs were used to complete the procedure. No adverse patient effects were reported. Additional information was received which clarified that the frame node overlap was not to the fourth node, confirming that a misload did not occur prior to insertion.